Event description:
General report received of an unspecified number of undocumented incidents of concurrent flow. The primary tubing sets were being used to deliver unspecified medications, at unspecified rates, via symbiq pumps. At unspecified times, the male adapter of secondary tubing sets were connected to the proximal clave y-site of the primary tubing sets for piggyback deliveries of unspecified concentrations of ivig (intravenous immunoglobulin), at rates of 240ml/hr. After unspecified lengths of time, concurrent flow was noted. At this time, the tubing of the primary tubings sets were clamped at unspecified locations and the therapies are resumed. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.